Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable due to not charging. The patient had stopped using the system, and it was not known when the ipg was last charged or turned on. The patient's scs ipg was explanted and replaced with a new drg ins, which was part of a new permanent drg system that was implanted. The patient's previously implanted scs leads remain implanted. The patient is now receiving effective therapy with the new drg system.